Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report c the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's doctor reported via phone call that the insulin pump has a scratched case and display. Customer's blood glucose value is unknown. It was advised that there may be something inside the case that rubbed against the lcd and scratched it. It was advised that the insulin pump should be replaced it the customer has difficulty reading the screen. The device was not replaced or returned for analysis.